Event description:
It was reported that noise was observed on the lead during normal in-clinic follow-up. A slight increase in capture threshold and low, out of range pacing lead impedance were observed. Isometrics, positional and pocket manipulation were recommended. Programming changes were also recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient elected to have the device programmed off, as noise continued to be seen and could not be programmed "aound".